Event description:
It was reported that the patient had received implantable cardioverter defibrillator (ICD) shocks due to atrial fibrillation. The device was subsequently explanted and replaced for elective replacement indicator (eri). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Products: 694965 implantable tachy lead 2005 (B)(6); 5076 implantable pacing lead 2005 (B)(6). (B)(4). This device was included in that field action, but returned product testing found the device did not perform as described in the field action.